Manufacturer narrative:
The member of olympus field service department checked the subject otv-s7h-1d-f08e. The member of olympus field service department reported to olympus medical systems corp.(omsc) that there was a possibility of the disconnection of the subject otv-s7h-1d-f08e because the cable of the subject otv-s7h-1d-f08e was bent. The subject otv-s7h-1d-f08e will be returned to omsc for the evaluation. Omsc continues to investigate this event. Otv-s7h-1d-f08e instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The subject otv-s7h-1d-f08e and the otv-s190 were used for the procedure about the urology. The endoscopic image was disappeared after over an hour elapsed from the start of the procedure. The user replaced the otv-s190 with another otv-s190 and completed the procedure. It was unknown whether the user replaced the subject otv-s7h-1d-f08e. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-01209. The subject otv-s7h-1d-f08e was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not determine the cause of this phenomenon. Omsc checked the device history record of the subject device, and there was no irregularity found. Omsc surmised that the cause of this phenomenon is the following in theory. There was a possibility of the contact failure of the subject otv-s7h-1d-f08e and the video system center because the connector of the subject otv-s7h-1d-f08e and the video system center connection were inadequate. There was a possibility of the contact failure of the subject otv-s7h-1d-f08e and the video system center because foreign substance attached on the electrical contacts of the connector of the subject otv-s7h-1d-f08e. There was a possibility of the disconnection of the subject otv-s7h-1d-f08e because the cable of the subject otv-s7h-1d-f08e was bent. Otv-s7h-1d-f08e instruction manual states the corresponding method in case of an abnormality. There have been no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".